Manufacturer narrative:
Block h6: imdrf device code a0401captures the reportable event of loop breaks.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare device was used in the stomach during esophagogastroduodenoscopy (ogd) procedure performed on (B)(6) 2025. During the procedure, the clip failed to release from the catheter. The procedure was completed with another captivator cold single-use snare. There were no further patient complications reported as a result of this event.